Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level with large ketones; however, the bg value was not provided. The pump supplies were changed to address the reported event. Recommendation was made to consult with health care provider regarding diabetes management.